Event description:
It was reported that there was a pixel issue on the pump display that affected the customer¿s ability to read the screen. There was no adverse impact to the customer¿s blood glucose level. The customer planned to continue using the current pump while technical support arranged for a replacement pump.